Event description:
Per the clinic, the patient underwent multiple skin flap reduction surgeries (dates not reported) due to poor magnet retention. The implanted device remains. Additional information has been requested but not made available at the time of this report. This report is submitted on july 04, 2023.

Event description:
Per the clinic, the patient was treated with steroid injections (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.